Event description:
A film review from a pt included in the cypher study indicated that, the two (2) cypher stents implanted were noted to be fractured. No add'l info was available at the time of this report.

Manufacturer narrative:
Please note that this report is for two (2) products with the same catalog and lot number and same product malfunction. The products are not available for evaluation and testing. Add'l info will be submitted within 30 days upon receipt.